Event description:
During a pulsed field ablation procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. The device was prepared and confirmed to be flushing at the correct pump flow rate prior to insertion into the body. However, after transeptal access and positioning in the left superior pulmonary vein (lspv), the flushing pump reported a flushing issue. Troubleshooting included inspecting all port lines, reducing the flow rate, switching to a pressure bag, and attempting a manual syringe flush ; none of these steps restored flushing, as the catheter would not flush through any method. The catheter was replaced, and procedure was completed with no patient complications reported. The device is not expected to be returned for analysis as it was retained by customer.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.